Manufacturer narrative:
Unit had missing segments due to cracked and bleeding lcd glass. Unable to verify no delivery alarm and perform displacement, basic occlusion, occlusion, prime/a33, no delivery test due to lcd damaged. Pump received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump was hard to read because it had a crack on the screen. He also received a no delivery alarm and there was a lag time between button presses. The customer had experienced high blood glucose levels for the past two days. The customer's blood glucose level was 396 mg/dl. He was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.